Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes forty (40) tubes had gel quality failures. The tubes contained gel air bubbles and had issues with poor barrier separation when used. No health impact or consequence reported.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes forty (40) tubes had gel quality failures. The tubes contained gel air bubbles and had issues with poor barrier separation when used. No health impact or consequence reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 2024-april ¿9th. H.6 investigation summary: bd received 4 photographs and 19 samples from the customer for investigation. Evaluation of photos and samples revealed bubbles in the gel at the base with both drawn and unused tubes. Poor barrier separation was also observed due to bubbles in the gel. In addition, 100 retain samples from bd inventory were visually inspected, and 2 gel airbubbles were observed. Complaints for sample quality are under statistical control for the month of april 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation and gel airbubbles. Bd was unable to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.